Event description:
The generator was explanted prophylactically. Visual examination, performed on the test bench, identified scratches/dents on the can and scratches on the header most likely associated with manipulation of the device during the explant procedure. The negative septum appears cored. There is no evidence of dried body fluid or corrosion in the connector block. Other than typical explant procedure related observations, no surface abnormalities were noted on this device. The device output signal was monitored for more than 24-hrs showing no signs of variation in the pulse generator¿s output signal and demonstrating that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
It was reported that the patient was experiencing an increase in seizures and aggression. It was reported that prophylactic generator replacement was recommended to the patient. It was reported that the patient underwent prophylactic generator replacement surgery on (B)(6) 2013. It was reported that the increase in seizures was likely due to the vns decreasing efficacy. It was reported that it was unclear why the patient experienced an increase aggression, but that perhaps the vns decreasing efficacy caused the increased irritability. It was reported that the patient experienced one seizure every 2-3 weeks or up to 8-10 a month. It was reported that the patient is delayed and has some behavior issues. No causal or contributory programming or medication changes preceded the onset of the increased seizures and increased aggression. The generator was received for analysis on 10/30/2013. Analysis is underway, but has not been completed to date.